Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (arrhythmia alarms, gelled belt) was confirmed. Upon investigation, the electrode belt had an intermittent pulse wire between ECG "a" and the front therapy electrode (te). Additionally, the cable connecting ECG "c" and "d" was pulled from strain relief. The root cause for the damaged wires was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. See crf-63953. No adverse event resulted from the defective electrode belt.

Event description:
Electrode belt sn (B)(4) was evaluated at the distributor and reported that it was experiencing arrythmia alarms and a gelled belt.